Event description:
It was reported that during service and repair pre-testing, it was observed that bay four on the universal battery charger device did not display the charge light emitting diode (led) for charging the battery device. During in-house engineering evaluation, it was observed that bay four of the universal battery charger device did not charge the battery device. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that bay four on the device did not charge the battery devices. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due the wear on internal electronic components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly